Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient presented to the clinic feeling unwell. Upon interrogation seven episodes of noise were seen as well as oversensing with up to four seconds of asystole. Isometric testing was performed and noise was reproduced when the patient took a deep breath and held their breath which resulted in a couple seconds of asystole and one burst of anti tachycardia therapy. A review by technical services (ts) noted that it was possible oversensing was a result of atrial fibrillation and a revision of the lead may be appropriate. The patient was admitted to the hospital and waiting for a right ventricular lead revision. It was confirmed the lead parameters were stable. No additional adverse patient effects were reported. Additional information noted that a revision took place and this right ventricular (rv) lead was surgically abandoned and a new lead was implanted with no issues. It was confirmed via x-ray that the old rv lead was in the apex of the heart with adequate slack.